Event description:
The leads were returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; full lead in segments was returned and analyzed. Blood/body fluid in/on proximal conductor(not obstructed) and helix/lobe mechanism. Helix/lobe is distorted/bent. Cosmetic depression on outer insulation. Outer insulation is breached cut. The lead is stretched. (B)(4) distal conductor fractured; full lead in segments was returned and analyzed. Defib conductor distorted. Cosmetic environmental stress cracking on outer tubing overlay. Helix/lobe is distorted/bent. Blood in/on helix/lobe mechanism.